Event description:
The customer reported the system shut down without command. This was resolved by rebooting the system. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.